Event description:
The customer reported false negative dat (direct anti-globulin test) results of a cord blood sample and an adult sample with ih-card ahg anti-igg, product # 813422100, lot # 74020.9126030. The customer tested on the ih-1000 instrument and manually and received discrepant results: the result of the dat on the ih-1000 was negative. The customer confirmed it was visually negative. The dat was repeated on the ih-1000 with the same lot of ih-card ahg anti-igg and it was confirmed to be negative. The customer repeated the dat on the ih-1000 with the a different lot, lot # 74020.9133030, exp date 12/18/22 and the result was still negative. The customer performed the dat in tube because the cord blood was group a and the mother was group o. When the dat was performed by tube test the result was 1+ positive. This was confirmed by performing the elution. The customer did not provide the complaint sample ih-card ahg anti-igg for investigational testing but two patient samples (cord blood). The investigation of our quality control laboratory is still ongoing. A check of the affected instrument ih-1000 is also still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false negative dat (direct anti-globulin test) results of a cord blood sample and an adult sample with ih-card ahg anti-igg, product # 813422100, lot # 74020.9126030. The customer tested on the ih-1000 instrument and manually and received discrepant results: the result of the dat on the ih-1000 was negative. The customer confirmed it was visually negative. The dat was repeated on the ih-1000 with the same lot of ih-card ahg anti-igg and it was confirmed to be negative. The customer repeated the dat on the ih-1000 with the a different lot, lot # 74020.9133030, exp date 12/18/22 and the result was still negative. The customer performed the dat in tube because the cord blood was group a and the mother was group o. When the dat was performed by tube test the result was 1+ positive. This was confirmed by performing the elution. The customer provided databases and log files of the affected ih-1000 for analysis. Invetigation of this material did not show any indication for a malfunction of the affected ih-1000 instrument. The customer did not provide the complaint sample ih-card ahg anti-igg for investigational testing but two patient samples labeled as en#(B)(6) and en#(B)(6) (cord blood). Both patient samples were in bad condition due to hemolysis. Cord blood (ID #(B)(6) ) reacted negatively with ih-card ahg anti-igg lot #9126030 on the ih-1000 and in manual gel-card testing, but positively in tube testing with monospecific ahg. Repeat testing twice on the ih-1000 also resulted in negative reactions. A loading with anti-a of the cord blood was known. Adult blood (#477162) reacted negatively with the ih-card ahg anti-igg, -c3d lot #9111050 both on the ih1000, in the manual gel-card test and with the polyspecific ahg in the tube method. However, positive reactions occurred when using the ih-card ahg anti-igg lot #9126030, also in the repeat test on the ih-1000 and in the manual gel method. In the tube test with monospecific ahg, the sample reacted negatively. However, negative reactions occurred when using the ih-card ahg anti-igg lot #9133030 in the manual gel method. The ih-cards (lot #9126030 and lot #9111050) returned by the customer as well as our quality control laboratory's retention samples of the three ahg lots used by the customer were visually checked and did not show any abnormalities. All acceptance criteria were met. Since the two patient samples sent along were in poor condition due to hemolysis, they first had to be washed several times for testing. The test was then performed on the ih-1000. Two known weakly igg loaded red blood cells were included as controls. Furthermore, six donor sample (dat negative) were tested. Result: both samples reacted negatively with both the customer cards and the three qc samples. The two known dat positive red blood cells reacted weakly positive; the six donor samples reacted negatively. The two patient samples were tested using the tube method with monospecific ahg, polyspecific ahg as well as polyspecific ahg from ortho. Both samples reacted negatively with all three ahgs used. The two patient samples were also tested in the manual gel method. The adult blood sample reacted negatively. The cord blood sample showed very weak positive reactions, which were only visible with the help of the illuminated box. Therefore, a 2% red blood cell suspension was prepared. This resulted in a 1+ reaction (the 2% red blood cell negative control was correctly negative). The two patient samples were checked in the ID-card ahg anti-igg and ID-card ahg anti-igg, -c3d. Result: the adult blood sample reacted negatively. The cord blood sample showed a 1+ positive reaction in the ID-card ahg. The cord blood sample was then tested in the dc screening card I with the result that the red blood cells were loaded with igg. The three ahg lots were checked for potency in comparison to the ID-card ahg with anti-d and anti-fya loaded red blood cells. Result: all cards showed comparable results. But the ID-card reacted half a titer step stronger compared to the three ih-card lots. Based on the investigation the complaint was classified as confirmed - epp (expected product performance). The correct functioning of the three ih-cards in question could be verified. We could not confirm the positive reactions of the customer's adult sample in the ih-card ahg anti-igg lot #9126030. The sample reacted negatively in all tests. The root cause of the false positive reaction at customer´s site remained unknown. A carry over could be excluded. The igg loading of the cord blood could not be detected in the ih-1000 testing. Therefore, the customer results were confirmed. Since a positive reaction was detected exclusively in the ID-gel card and a weak positive reaction in the manual gel test, this indicated a very weak igg loading at the detection limit. The instructions for use (IFU) contain a relevant information: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies.". A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.